Manufacturer narrative:
(B)(4). Retainer ring=black customer complained the battery compartment is cracked. Partial display due to moisture damage to the lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to partial display. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.